Event description:
Olympus was notified of an adverse event for a patient participating in the strive post-market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system, (svs), for the treatment of severe emphysema in a post-market setting. The patient experienced an acute exacerbation of chronic obstructive pulmonary disease (copd) that was acute onset, life threatening, and requires hospitalization. The patient was hospitalized for four days for the valve treated lobe, and was feeling back to baseline. The patient was treated with antibiotics and prednisone. Laboratories and chest xray were performed. There were no allegation specific to the device in relation to the reported adverse event/s. This is 4 of 6 reports.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.